Manufacturer narrative:
Based on the claim against the product by the customer noting that a black cable coating was peeling on the maryland bipolar forceps (mbf) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The maryland bipolar forceps instrument was placed and driven on an in-house system. The maryland bipolar forceps passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The maryland bipolar forceps passed electrical continuity and energy delivery tests. There was thermal damage but no missing material. Additionally, the mbf was also found to have localized melting near the grip base. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered as a reportable event due to the following conclusion: the instrument had conductor wire damage and sign of thermal damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a maryland bipolar forceps instrument's coating on black cable was noted to be peeling away per central processing staff. There was no reported patient injury or involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been provided as of the date of this report.